Event description:
It was reported that the individual, along with a healthcare provider, contacted support regarding difficulty announcing meals and receiving alerts. The individual stated that multiple meal announcements were attempted because the meals did not appear to announce properly, after which blood glucose levels decreased. A review of device logs indicated that insulin occlusion alerts had occurred and were subsequently cleared. Meals were announced following each occlusion alert, and a follow-up was planned to obtain additional blood glucose information. Further follow-up confirmed that blood glucose levels were affected by the issue. The lowest reported blood glucose level was 54 mg/dl and remained below 70 mg/dl for approximately 20 minutes. The individual consumed carbohydrates to correct the low blood glucose event. The device provided low and/or urgent low alerts during the event. No professional medical intervention was required, and no assistance was needed beyond the individual¿s own actions. The individual reported no immediate health effects such as loss of consciousness or dizziness. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.